Event description:
It was reported, while in the cath lab, the md inserted the iab via the right femoral artery. The patient was administered ntg and heparin infusion while on the iabp. Two days after the insertion, the nurse heard a "hissing sound" in conjunction with the gas loss alarm. A visual inspection found blood in the gas tubing. As a result, the heparin infusion stopped and the act normalized and the iab was removed. Due to the patient's stable condition, the md did not insert another iab.

Manufacturer narrative:
Evaluation: the iab, pump tubing, and sideport assembly were returned. The guidewire was not returned. The sheath was on the catheter, approximately 12 cm from the proximal end of the bladder. The one-way valve was attached to the iab. The central lumen was broken, approximately 5 cm from the distal tip. It cannot be determined how or when the central lumen was compromised. A different guidewire was fed thru the central lumen, but exited into the bladder at the break. A vacuum was pulled on the iab, but did not hold. A vacuum was then pulled on the one-way valve and held. The iab was submerged and pressurized in water. Bubbles exited a hole; approximately 7 cm from the proximal end of the bladder. The bladder was examined under 10x magnification,and found the hole in the bladder to be abraded, and <1mm in length. The IFU states that the intra-aortic membrane perforation may occur during iabp therapy. The occurrence and severity of iab perforation is unpredictable and may be due to calcified plaque, resulting in membrane surface abrasion and eventual perforation. A DHR re-review was conducted on the iab without findings. The root cause could be due to calcified plaque.